Event description:
During routine testing of the device at the service center, the service technician reported that the gas valve leaks. Since the even occurred during routine testing, there was no patient involvement.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. A supplemental report will be submitted should information be received that would impact this initial report.